Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h4 (device manufacture date) h6 (identification of evaluation codes 4114, 3331, 4246, 4308). Type of investigation #1: 4114 ¿ device not returned type of investigation #2: 3331 - analysis of production records investigation findings: 4246- transport/storage problem identified investigation conclusions: 4308- cause traced to transport/storage. The affected samples were not returned; however, photos were provided that confirmed the wet and damaged boxes. All capiox units are 100% visually inspected during and after packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Many cartons are wet and damaged.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 27,2023. Upon further investigation of the reported event, the following information is new and/or changed: e1 (updated address); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information and correction) ; h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Many cartons are wet and damaged.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4739- gas exchanger. Health effect ¿ impact code: 2645- no patient involvement. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 1570- shipping damage or problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, many cartons were wet and damaged. As per the subsidiary, during unloading of products from the container, the distributor found wet and damaged cartons. There were total of 34 cartons to inspect with unit boxes inside, we found that 2 unit boxes were affected. *no patient involvement.